Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse (savannah).

Event description:
Accidentally swallowed biotene original oral rinse savannah (size not specified). Product caused to start coughing. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), cough and accidental ingestion of drug. The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the accidental device ingestion, cough and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). The reporter considered the cough to be related to biotene original oral rinse (savannah). Additional details, adverse event information received on 22 november 2016. Consumer reported that she accidentally swallowed biotene original oral rinse savannah (size not specified). Consumer also reported it caused her to start coughing and now she could not stop coughing.